Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue of a short circuit was verified during evaluation. Internal inspection found that the test port receptacle pins were loose, which caused the issue. The test port receptacle pins were replaced to remedy the problem. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed "short detected" and "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.